Event description:
It was reported that during a laparoscopic hysterectomy procedure, the instrument would not cut, staple or release. The procedure was finished with a like device and there was no pt consequence.